Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study . The index ablation procedure was completed on (B)(6) 2021. Access was gained via non-boston scientific access sheath(s), and unspecified non-boston scientific diagnostic catheter(s). Ablation was performed using three intellanav stablepoint catheters, mapping was also performed with an intellamap orion high resolution mapping catheter. No patient complications or product performance issues were reported. Three days following the index procedure, the patient experienced bloating and abdominal pain. Patient underwent CT-scan of the abdomen and blood work, which were "negative". Patient was given intravenous hydromorphone. Patient was discharged the same day.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
Newton af clinical study: the index ablation procedure was completed on 04oct2021. Access was gained via non-boston scientific access sheath(s), and unspecified non-boston scientific diagnostic catheter(s). Ablation was performed using three intellanav stablepoint catheters, mapping was also performed with an intellamap orion high resolution mapping catheter. No patient complications or product performance issues were reported. Three days following the index procedure, the patient experienced bloating and abdominal pain. Patient underwent CT-scan of the abdomen and blood work, which were "negative". Patient was given intravenous hydromorphone. Patient was discharged the same day.